Event description:
Tip of the crochet hook broke off in patient's shoulder tissue. Surgeon attempt to retrieve the piece under x-ray, retrieval was aborted to avoid injury to the patient.

Manufacturer narrative:
(B)(4).